Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. It was reported, during a kidney stone retrieval procedure, an ngage nitinol stone extractor would not close around the stone. A second ngage nitinol stone extractor from the same lot number was used and it also would not close around the stone. A third same type device was used and it worked fine. Investigation ¿ evaluation: a visual inspection and functional testing of the returned devices were conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. Two devices were returned for investigation. Inspection of device a found that the device was returned with the handle and the basket formation in the closed position. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing (pett) measured 4 cm in length. The basket formation was not symmetrical. The wires appear to have been pulled or caught on something. The clear sheaths on the basket wires are split. Functional testing of device a noted the handle actuates the basket formation. Inspection of device b found the device was returned with the handle and basket formation in the closed position. The mlla and collet knob were tight and secure. The pett measured 4 cm in length. It was noted that the clear sheaths on the basket wires were split and peeling on the basket formation wires. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Two complaint devices were returned. Both were found to not close fully due to sheath damage. The sheaths at the distal end of the basket wires that hold the basket wires in place were found to be split. The split sheaths prevented the baskets from closing properly and from having the proper shape. Due to both of the devices having the same damage, it is possible there was a procedural factor that caused the same issue to occur to both devices. Cook could not establish a definitive cause of the damage to the devices. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a kidney stone retrieval procedure, an ngage nitinol stone extractor would not close around the stone. A second ngage nitinol stone extractor from the same lot number was used and it also would not close around the stone. A third same type device was used and it worked fine. No adverse events have been reported as a result of the alleged malfunction.